Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that two of the patient's battery were discharging faster than expected and an additional battery contained a damaged cable. There was no reported patient injury related to this event. The three (3) batteries were exchanged by the facility and returned to the manufacturer. The battery with damaged cable was removed from the market as part of fsca dec2015 and was destroyed as part of the required actions. A review of the manufacturing records for said battery did not reveal any nonconformance or deviations which could lead to the reported event. The root cause for the reported "damaged cable" event could not be conclusively determined as it was not available for analysis. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015. Field safety notice was further expanded (fsca dec2015) in order to remove certain ac adaptors that are more vulnerable to power surges, as well as certain batteries that are more susceptible to premature or unrecognized deterioration of battery capacity. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2016-00450 and 3007042319-2016-00451) submitted for devices related to the same event.

Event description:
It was reported from the united states that two (2) of the patient's batteries would be fully charged one hundred percent (100%) and then would show fifty percent 50% charge capacity shortly after being connected to the controller. An additional third battery was stated to have a damaged cable. All three (3) batteries were removed from service the patient was issued replacement devices. The three batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.